Manufacturer narrative:
The device evaluation was completed on 06-mar-2023. It was reported that a patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number lot 30935006l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported during a paroxysmal afib case, a pericardial effusion was noticed. They reported there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by echo. Medical intervention provided was the application of epi and monitoring for two hours. The effusion was less than 2 centimeters, and they were unable to do a pericardiocentesis. The patient was reported to be in stable condition at the time of the call. Additional information was received on 17-jan-2023. It was reported that the patient had small pericardium effusion but did not grow during the case. Fluid was drained but had to stay on epi. Outcome of the adverse event was improved (limited knowledge). The patient required extended hospitalization because of the adverse event. The patient was air transported and was kept on epinephrine. Every time they reduced epinephrine, the patient¿s blood pressures would drop. Generator information was a smartablate, currently unknown serial number. A baylis versacross rf wire and steerable sheath was used for the transseptal puncture (unknown catalog). Prior to noting the pe or CT, ablation was performed. No evidence of steam pop. The flow setting for the irrigated catheter used in the event was 2ml/min for low flow;15ml/min for high flow. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used was graph, dashboard, vector and visitag. Parameters for stability for the visitag module used was 3-35; 3mm maximum distance change;3sec; 25% min force 3 grams; 3mm size. Additional filter used with the visitag was respirations. Color options used prospectively was impedance drop 3-10.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).